Event description:
It was reported that the patient was seen in an emergency room (ER) on (B)(6) 2012 with a urinary tract infection (uti) and withdrawal symptoms of increased spasticity and itching. The pump was not interrogated as there was no healthcare provider (hcp) with a programmer. The patient was seen 2 weeks later on the day of the report by the managing hcp. The hcp reported that a critical alarm was occurring. Telemetry showed a "reset occurred "low battery" and "safe state occurred." Pump logs showed multiple resets on the day of the report, (B)(6) 2012. The hcp attempted to reprogram the pump to minimum rate mode; however, after updating the pump began to alarm again. The patient was prescribed or baclofen. The pump was replaced on (B)(6) 2012 due to premature battery depletion. Additional symptoms included increased spasms. It was noted that the patient had a CT scan; however, this was unclear and a date was not provided. The patient outcome was reported as ongoing/recovering. The device system was used to deliver lioresal (baclofen). A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
Additional information was received. It was reported that the patient's pump had a motor stall and went into safe state four months before the elective replacement indication. It was noted that the patient recovered without sequela from the event.

Manufacturer narrative:
(B)(4): conclusion - no longer applies.